Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed, de novo lesion in the distal right coronary artery (drca). A 3.0x12mm traveler balloon dilatation catheter (bdc) was advanced to the target lesion and inflated one time to 4 atmospheres (atm), and pressure was held for 3 seconds when the balloon ruptured. The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. An unspecified device was used to successfully compete the procedure.no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.